Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hyperglycemia with a highest blood glucose (bg) of 400 mg/dl after failing to prime the insulin cartridge. The user primed the tubing and resumed insulin delivery, after which bg was corrected by the ilet. No medical intervention was required, and no long-term health effects were reported.